Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unclear. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "sensor not found" message on day 2 of sensor wear and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was admitted to a hospital where she was treated with glucose "for 5 days". There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device. Customer received a "sensor not found" message on day 2 of sensor wear and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was admitted to a hospital where she was treated with glucose "for 5 days". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) have been updated based on extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report as the initial MDR was inadvertently missing the extended investigation on the reported sensor. H6 (adverse event problem) and h10 (addtl mfg narrative) have been updated to include extended investigation findings.